Manufacturer narrative:
The device is expected to be returned for investigation. If significant info is obtained from the investigation, a supplemental report will be submitted.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt involvement.